Manufacturer narrative:
Investigation: the terumo bct technician inspected the device at the customer site. It was found that the IV pole will not stay up. The tech adjusted/aligned inner door screw. Found the weight on the poles had moved the inner holding. Shortened the door button screw to accommodate the extra pressure. Works fine now. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
Investigation: the terumo bct technician inspected the device at the customer site. It was found that the IV pole will not stay up. The tech adjusted/aligned inner door screw. Found the weight on the poles had moved the inner holding. Shortened the door button screw to accommodate the extra pressure. Works fine now. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause was determined to be related to the need for a screw adjustment. Correction: the service technician adjusted the door screw and verified proper operation of the device.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the terumo bct technician inspected the device at the customer site. It was found that the IV pole will not stay up. The tech adjusted/aligned inner door screw. Found the weight on the poles had moved the inner holding. Shortened the door button screw to accommodate the extra pressure. Works fine now. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process, a follow-up report will be provided.